Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was not confirmed as the visual evaluation of the received ar-1996cd, lot: 67251426 revealed that the distal end of the shaft is partly bent and not broken off (see evaluation picture 3 + 4). The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process. Further, the tip shows several notches.

Event description:
It was reported that during the reconstruction of the medial patellofemoral ligament the tip of the driver broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.